Manufacturer narrative:
The device is not being returned for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that the single use distal cover fell off the evis exera iii duodenovideoscope during the therapeutic endoscopic retrograde cholangiopancreatography (ercp). The customer noted that it may have got caught on the bite block. There were no reports of patient harm associated with this event. Additional procedural details were requested but unknown. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the user¿s handling due to the following: - chemical solutions such as snit-fog agent, etc. Adhered to the cover, which caused breakage of the cover by chemical attack, made the cover to detach easily from device. - breakage of the cover was caused by pushing the cover obliquely when it was attached to device. - the distal cover was easy to be detached from device due to insufficient attachment. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "IFU states the detection method in operation manual at chapter 4 - 4.1. IFU states the preventative measures in operation manual at chapter 3 ¿ 3.5." Olympus will continue to monitor field performance for this device.